Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead triggered an automatic safety switch (ss) from bipolar to unipolar due to ra lead pace impedance high, out of range measurement and a signal artifact monitoring (sam) event on the same day. The minute ventilation feature was changed to the right ventricular lead. It was suggested to bring the patient for an in-office testing and programming ra lead back to bipolar and perform lead tests with isometrics. No noise was present before ss. Also spring contact and programming options were reviewed. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.